Event description:
It was reported that a few months prior, the patient's father noticed the patient was tighter than usual in the morning. Because of this symptom, the hcp increased the pump dose. A dye study was done and it could not be finished because the healthcare provider (hcp) could not aspirate the catheter. The surgery was to replace the pump due to eri (elective replacement indicator). During surgery, the hcp disconnected the connector from the pump and could not aspirate. The hcp opened the back incision and disconnected the proximal end from the distal end of the 8703w catheter. Saline was pushed through the proximal segment of catheter without difficulty. The distal catheter was "dripping freely once the pin and boot were removed." The hcp used the clear and white boots and connector pin of a new 8596sc catheter to reconnect the proximal and distal catheters. The catheter was then easily aspirated at the connector end. The hcp connected the catheter to a new pump; the cap was then easily aspirated. The new pump was then implanted in the pocket without incident. Per the reporter, the hcp commented there was a mesh pouch in the pocket and that it might have been occluding the catheter. Drug delivered via the device was lioresal 500 mcg/ml; patient's dosage prior to surgery was 175 mcg/day in flex doses and following surgery patient was started at 100 mcg/day continuous.

Manufacturer narrative:
Concomitant medical products: catheter model 8703w, lot# l62639, implanted: (B)(6) 1999, explanted: unk; pump model 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk; catheter model 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk; catheter pouch model 8590-1, serial# unk, implanted: unk, explanted: unk.

Manufacturer narrative:
(B)(4).